Event description:
Discordant glucose results were obtained on an advia 1800 for 4 pts. Two discordant high results were reported to the healthcare provider(s). The pt samples were repeated and the corrected results were reported. There was one report of pt intervention due to the discordant glucose result. This pt underwent treatment with insulin.

Event description:
A discordant glucose result on an advia 1800 was reported to the healthcare provider. The patient sample was repeated and the corrected result was reported. This patient underwent treatment with 6 units of regular insulin. Siemens received further information on (B)(6) 2010 that the patient had been admitted to the hospital following the treatment. The patient was subsequently discharged.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sampling and reagent wash pump and valves associated with the reaction tray wash unit. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sampling and reagent wash pump and valves associated with the reaction tray wash unit. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sampling and reagent wash pump and valves associated with the reaction tray wash unit. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sampling and reagent wash pump and valves associated with the reaction tray wash unit. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant glucose results were obtained on an advia 1800 for 4 pts. Two discordant high results were reported to the healthcare provider(s). The pt samples were repeated and the corrected results were reported. There was one report of pt intervention due to the discordant glucose result. This pt underwent treatment with insulin.

Event description:
Discordant glucose results were obtained on an advia 1800 for 4 pts. Two discordant high results were reported to the healthcare provider(s). The pt samples were repeated and the corrected results were reported. There was one report of pt intervention due to the discordant glucose result. This pt underwent treatment with insulin.

Event description:
Discordant glucose results were obtained on an advia 1800 for 4 pts. Two discordant high results were reported to the healthcare provider(s). The pt samples were repeated and the corrected results were reported. There was one report of pt intervention due to the discordant glucose result. This pt underwent treatment with insulin.

Manufacturer narrative:
A siemens (B)(4) was sent to the customer site. After analyzing the instrument and instrument data, (B)(4) replaced the sampling and reagent wash pump (srwp) and valves associated with the reaction tray wash unit. Further investigation revealed the srwp was damaged and was most likely the cause of the discordant glucose results. The instrument is performing within specifications. No further evaluation of the device is required. Note: per FDA suggestion, the original report 2432235-2010-00096 has been divided into two follow-up reports, this follow-up #2 and associated follow-up #1.

Manufacturer narrative:
A siemens (B)(4) was sent to the customer site. After analyzing the instrument and instrument data, (B)(4) replaced the sampling and reagent wash pump (srwp) and valves associated with the reaction tray wash unit. Further investigation revealed the srwp was damaged and was most likely the cause of the discordant glucose results. The instrument is performing within specifications. No further evaluation of the device is required. Note: per FDA suggestion, the original report 2432235-2010-00096 has been divided into two follow-up reports, this follow-up #1 and associated follow-up #2.

Event description:
Three discordant glucose results were obtained on an advia 1800. One was reported to the healthcare provider. The patient samples were repeated and the corrected results were reported. There were no reports of any treatment given based on these discordant results.